Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed rewind, basic occlusion, and displacement test. No motor error alarm noted during testing. The motor passed the motor test. The device had cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
Customer's family or friend reported via phone call, the insulin pump was alarmed motor error. She stated it was the second occurrence the device had alarmed. Customer's blood glucose was 398 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer's family or friend was able to complete the rewind sequence. She was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.